Manufacturer narrative:
Initial reporter address: acute unit - (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nursing staff discovered that a small volume folfusor device had not infused correctly. The intended dose had not been completely administered. There was no patient injury or medical intervention associated with this event. No additional information is available.